Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) model#497-24 lead was capped due to allegations of r/s lead fracture and reports of asytolic events. Additionally, model#497-22 lead was capped due to visual observations of insulation abrasion.